Event description:
New information received noted that the physician replaced the device.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker (pm) failed to capture. The physician explanted the device. There were no patient consequences reported.